Event description:
It was reported that the user attempted to use meal announcements as a corrective action to reduce hyperglycemia despite no device alerts or alarms, and the user received education that this practice could lead to maladaptive glycemic responses and worse hyperglycemia in the future. Symptoms included hyperglycemia. Outcomes included no emergent care or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user technique error and inappropriate use of the meal announcement feature, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate understanding of proper device use.